Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the cause of greasy elevator could not be established. In addition, wear on adhesive around objective lens was identified during the device evaluation. Based on the results of the investigation, it was likely the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope presented a greasy forceps elevator. There were no reports of patient involvement, as this event was reported during device reprocessing.